Event description:
Caller states the pt tested 8.0 inr on the coaguchek xs system and 2.4 inr on a comparion lab. Customer was given a vitamin k shot based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.